Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the there was an issue with charging the battery and the "pump having issues with filling the cartridge". There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.